Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure it was noted that the stylet could not be advanced all the way thru the right atrial lead, and there was difficulty torquing and positioning the lead. The lead could not be used, was explanted and was replaced. The patient was stable. No further information was available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.